Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: lead was capped due to pacing not delivered when required as well as oversensing with pacing inhibition and low impedance issues. Should additional information be received, this file will be updated.